Event description:
Synovitis [synovitis], knee effusion in both knee [joint effusion], death nos [death]. Case description: spontaneous case was received on (B)(6) 2013 from a physician database extraction regarding male patient (age not provided), initials unknown with osteoarthritis (kellgren and lawrence grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of four courses of synvisc in right knee (it was reported that the age of the patient at the time of fourth course was (B)(6)) and fall. On (B)(6) 2003, the patient initiated treatment with fifth course of intra-articular synvisc (hylan g-f 20) injection, once a week, dosage regimen not provided, in both knees. The lot number for synvisc was not provided. On unspecified dates in (B)(6) 2003, arthrocentesis was performed and 16 cc of clear yellow fluid was aspirated from both knees, 19 cc of clear yellow fluid was aspirated from right knee and 21 cc of clear yellow fluid was aspirated from left knee. On (B)(6) 2003, the patient received second synvisc in both knees and experienced synovitis in both knees. On (B)(6) 2003, the patient received third injection of synvisc and experienced bilateral synovitis again. On an unspecified date, the patient received treatment with betamethasone for the event of bilateral synovitis and knee effusion of both knees. On (B)(6) 2004, the patient expired due to an unreported cause. The patient's outcome for the events of bilateral synovitis and knee effusion and knee effusion of both knees was assessed as mild and death was severe. The reporting physician assessed the relationship between synvisc and the event of bilateral synovitis as definitely related, with the event of unreported cause of death was unrelated and with the event of knee effusion of both knees was not provided. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.